Manufacturer narrative:
Technician asked account to check if the brake casters are in the neutral position. No further info is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the brake is set at the head of the stretcher that the brake caster on the foot section will not lock. No pt impact.